Manufacturer narrative:
Additional information: e1 (event site postal code: 112). Contact details: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the pcba, exec processor so, that after the replacement the test was ok. It is ok to conduct a long-term operation test of 3 weeks and the machine was returned to the user.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a black screen and was alarming. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.